Event description:
It was reported that the patient was experiencing retrograde conduction which resulted in atrial arrhythmias. A history of retrograde conduction was noted. No intervention was reported.